Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was coming in for a follow up visit and review of the stored data was requested in preparation for the patient's visit. One stored atrial tachycardia response (atr) electrogram was noted which showed atrial and right ventricular (rv) noise and oversensing of less than ten seconds. Lead trend data showed both lead impedances have changed by approximately 30 percent over the past two months. Atrial pacing impedance had decreased, and rv pacing impedance had increased. Both measurements have since stabilized and there were no out of range measurements identified. The system remains in service and no adverse patient effects were reported.